Manufacturer narrative:
Visual and functional inspections were performed on the returned device. Although no leak was noted in the balloon, a tear in the guidewire exit notch was noted and when tested, fluid was observed leaking from the exit notch; thus, confirming the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed, de novo lesion in the left internal carotid artery. A 4x30x135mm viatrac plus balloon dilatation catheter (bdc) was advanced to the target lesion; however, upon inflation a large number of bubbles were noted. The bdc was removed and when tested in vitro, a leak was noted in the balloon. There was no adverse patient effect and no clinically significant delay in the procedure. Another same size device was used to successfully complete the procedure. No additional information was provided.